Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reports hearing constant beeping tones from his device. It was noted that the tones are not intermittent; the device is beeping all the time. The patient further stated that he was told, at his last appointment 2-3 weeks ago, that the device is nearing the end of its life. The patient also noted that he was on duty currently as an emergency medical technician.